Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation handpiece got hot. Inspected turbine and cap. Found rust built up inside of cap causing cap to stick and cap damaged from coming in contact with rotor. Also rust built up on pusher button on turbine.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.